Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system and insulin squirted out during the manual prime process. Troubleshooting was performed. The insulin pump had not been dropped or bumped. The customer¿s blood glucose level was 136 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The insulin pump was received with normal operating current. Pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.